Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.00 mm x 15 mm maverick balloon catheter was advanced for pre-dilation. However, it was noted that the wire broke and failed to cross the lesion. The device has been completely removed and the procedure completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, it was noted that the wire broke and failed to cross the lesion. The device has been completely removed and the procedure completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported shaft break.